Manufacturer narrative:
Device labeling single use or reuse. No conclusion can be drawn.

Event description:
Patient sent email complaining of red, uncomfortable eyes. She states she went to her eye care provider for treatment. Spoke with provider and was told the patient was treated for mild conjunctivitis. The patient did not return for follow up. Conjunctivitis reported as serious injury as per discussion of december 12, 2007 with jan davis, office of surveillance and biometrics. No additional information is expected. MDR reportable events are reviewed in quarterly management review meetings.